Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (25 mg at 11 mg) via an implanted pump. The indication for pump use was spinal pain. The patient noticed a sore on the pocket (B)(6)-2016. The pocket became sore and the patient was running a fever. It was determined that the patient had a pump pocket infection. There were no environmental, external, or patient factors that may have led or contributed to the issue. The device system, including the catheter, was explanted. Cultures were taken. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on (B)(6)-2016 and it was reported that the cultures were positive for (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported his pump almost killed him. The patient said they had to go in and take out the pump because it had an infection right above the port. The patient said it was discovered when he went in for a sleep study. The patient stated he kept telling the hcp the stitches were not dissolving right, and 2 of the stitches were infected. The patient stated the two stitches were right above the port, so they had to go in and take it out with emergency surgery. The patient said he then waited almost another year before they put in the third pump. The patient stated the infection started on ¿(B)(6) 2016¿ (device records show the pump was implanted on (B)(6) 2016). The patient didn't know how long after the implant he went in for the sleep study; the patient stated, ¿a month, a month and a half¿. The patient said he had been in ¿a couple of times probably a month, at least a month¿. The patient stated he had morphine in his pump with two other drugs in there. The patient said the morphine was ¿like at 12.03¿, and he had to go every couple of months. Later in the call, the patient said he knew it was ¿either 9 or 10, 10 something¿. No further patient complications were reported.